Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that post a-fib ablation procedure, the patient was recovering well with no post anesthesiology complications noted. About 20 minutes later, during recovery, the unit called the physician and stated that the patient was experiencing some thoracic pain, and he could not move his left leg or left arm. The tee images pre and post a-fib procedure were both unremarkable. No identifiable clots in appendage and no tamponade were noted. A complete emergent cerebral CT scan was ordered with no abnormalities identified. The physician noted good perfusion with no internal bleeding. The actual cause of this event and patient symptoms experienced post a-fib procedure is currently unknown. The patient was transferred to ICU for continued monitoring. Product was discarded post procedure, so no product will be returning for investigation.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.